Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding / abnormal bleeding / abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. A57122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuva ring on (B)(6) 2012. Concurrent conditions included vaginal odor, irritation skin, yeast infection and vaginal itching. Concomitant products included cilest (ortho tri-cyclen) for acne and metronidazole for pelvic pain and abdominal pain. On (B)(6)2013, the patient had essure inserted. On (B)(6) 2014, 7 months 25 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis") and nausea ("nausea"). In 2014, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower left abdominal pain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/irregular vaginal spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with metronidazole (flagyl), surgery (laparoscopic essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, migraine, headache, nausea, dyspareunia and vaginal discharge outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vulvovaginitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the insertion and removal procedure well.right 4coils and left 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal occlusion tubes were blocked ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion study appears appropriate with satisfactory position of the. Essure coils and no contrast spilling into the pelvis. (B)(6) 2013: urine pregnancy test: negative. (B)(6) 2013 hysterosalpingogram was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding / abnormal bleeding / abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. A57122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuva ring on (B)(6) 2012. Concurrent conditions included vaginal odor, irritation skin, yeast infection and vaginal itching. Concomitant products included cilest (ortho tri-cyclen) for acne and metronidazole for pelvic pain and abdominal pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 7 months 25 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis") and nausea ("nausea"). In 2014, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower left abdominal pain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/irregular vaginal spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with metronidazole (flagyl), surgery (laparoscopic essure removal and bilateral salpingectomy) and surgery (laparoscopic essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, migraine, headache, nausea, dyspareunia and vaginal discharge outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vulvovaginitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the insertion and removal procedure well.right 4coils and left 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal occlusion tubes were blocked ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Study appears appropriate with satisfactory position of the. Essure coils and no contrast spilling into the pelvis. (B)(6) 2013: urine pregnancy test: negative. (B)(6) 2013 hysterosalpingogram was done. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet was received. Reporter information, lab data was added. Onset date was updated. Event abdominal pain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding") in a 33-year-old female patient who had essure (batch no. A57122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuva ring on (B)(6) 2012. Concurrent conditions included vaginal odor, irritation skin, yeast infection and vaginal itching. Concomitant products included cilest (ortho tri-cyclen) for acne. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 7 months 25 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis") and nausea ("nausea"). On (B)(6) 2015, the patient experienced abdominal pain lower ("lower left abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/irregular vaginal spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), migraine ("migraines / headaches"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse), "). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, migraine, headache, nausea, dyspareunia and vaginal discharge outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, bacterial vulvovaginitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the insertion and removal procedure well.right 4coils and left 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-jul-2013: tubal occlusion tubes were blocked study appears appropriate with satisfactory position of the. Essure coils and no contrast spilling into the pelvis (B)(6) 2013: urine pregnancy test: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet & medical record received. Events abdominal pain, bacterial vulvovaginitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, nausea, vaginal discharge and vaginal haemorrhage are added. Lot number added. Lab data updated. Concomitant & historical conditions & drugs are added. Patient , product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.